Manufacturer narrative:
Block b3: exact date unknown, event occurred the day of the fax date of service prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7080759. Product family: scs-linear leads, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 20873468/2000021053.

Event description:
It was reported that the patient was experiencing inadequate pain relief due to spinal cord stimulation (scs) leads had high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted devices were kept by the facility.